Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the servicing, the ht70 ventilator did not pass pre-delivery inspection (pdi). It was reported that the problem was in the software. The ventilator was turned on and the screen remained in start mode without response of any control. There was no patient involvement at the time of the reported event. Should new information become available or if the product is returned to the manufacturer for investigation, the complaint will be re-evaluated.